Event description:
Information notes the lead was explanted.

Manufacturer narrative:
As received, only the connector end of the lead was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited chatter with a previously capped lead in the right ventricular area. The lead exhibited noise. The will reposition the lead.